Manufacturer narrative:
Cynosure clinical confirmed no injuries had occurred. The device history record was reviewed and confirmed passing and meeting all requirements prior to release. Cynosure field service engineer (fse) arrived on site to evaluate the device. Fse confirmed the incident was caused by the rubber from the foot switch being compressed. Instead of bouncing back it caused accidental shots. Fse ordered a footswitch replacement to resolve the issue. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
Site reported shot of laser going off without operator stepping on the footswitch while using picosure.